Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that he "can't see" and he cannot judge distance following an intraocular lens (iol) implant procedure. He reported that images look larger with the right eye and 30% smaller with the left eye. He also stated that the vision in his left eye is like looking through a glass of water and his eye hurts all of the time. The consumer reported that he has been unable to renew his cdl for the past three years. The lens remains implanted.